Manufacturer narrative:
The investigation did not find a specific product issue. The anti-tshr assay is specifically designed to detect auto-antibodies against the tsh receptor. Per product labeling for the assay: the autoantibodies are heterogeneous and this gives rise to non-linear dilution phenomena for certain individual samples.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-tshr results from the cobas e 801 analytical unit. Sample 1 (B)(6) 2024) initial result was 40 iu/l with a data flag. The automatic repeat result was 39.8 iu/l. The sample was tested in another lab, and the result was 108 iu/l. Sample 2 (B)(6) 2015) initial result was 40 iu/l with a data flag. The result with a 1:5 manual dilution was 199.5 iu/l. The result with a 1:10 dilution was 312 iu/l. This result was reported outside of the laboratory. Sample 3 (B)(6) 2025) initial result was 40 iu/l with a data flag. The result with a 1:3 manual dilution was 120 iu/l. The result with a 1:5 dilution was 133 iu/l. This result was reported outside of the laboratory.